Event description:
It was reported that patient had revision of a triathlon knee ts tibial insert due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #5, 16 mm triathlon ts insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.